Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was unable to be recognized by the system. Customer tried reseating the drape but it did not work. New instrument was used and it worked. The tenaculum forceps was not used on patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 20-jan-2025: the customer did not observed any damage observed on the instrument. The software could not recognize the instrument. No fragment fell into the patient. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable cause the engagement failed. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist pitch axis yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log review showed qty#: (B)(4) engagement failures via error code 22020 indicating engagement failure on the pitch axis. This is caused by broken both grip and pitch input disks. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause for the failed functional testing could not be determined by failure analysis.